Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: mdt22045cstail) l5-s1 interbody fusion procedure in a patient (patient ID: (B)(6)). Patient medical history: cholesterol, high blood pressure, throat cancer and gerd interventions: patient was hospitalized from (B)(6) 2025 for revision surgery from t3 to pelvis levels it was reported that the patient had: 1: exploration of spinal fusion, 2: revision posterior lateral spinal fusion t3-s1, 3: t10-l3 posterior column osteotomy, 4: reinsertion of spinal fixation device (lumbar screws), 5: posterior segmental spinal instrumentation t3- ilium, 6: placement of autograft and allograft for spinal arthrodesis, 7: t12-l1 interbody fusion, 8: placement of biomechanical device (tlif cage), 9: open bilateral sacroiliac joint arthrodesis and 10: interspinous tethering for pjf/pjk prophylaxis. The ae is determined to be resolved subject was stabilized, recovered, and discharged from the hospital. No product malfunction. As per site assessment, event is possibly related to study device and study procedure. Sponsor assessment for the this event possible related to the index surgery and causal related to the device.